Event description:
The customer reported that the system exhibited 'collimator iris potentiometer errors' during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb pcb assembly was evaluated, cleaned and reseated. The collimator screw was tightened and the collimator leaves were lubricated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.